Event description:
Customer reports to have experienced lost sensor and button error alarm. Customer's blood glucose was 56 mg/dl which was treated with food. Customer was not able to troubleshoot at the time. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).